Event description:
It was reported that the physician selected a gore® viatorr® tips endoprosthesis with controlled expansion for a transjugular intrahepatic portosystemic shunt (tips) procedure to repair a previous viatorr® implant which had thrombosed (implant date unknown). A device was placed, the chain-link portion of the stent successfully opened. However, the physician noted that the technician may have pulled the deployment line too aggressively, resulting in the string breaking just inside the hub. The physician attempted to grasp the tip of the deployment line but was only able to retrieve fibers. In an effort to secure a better hold, the delivery catheter was cut open, yet only fibers could be grasped. Consequently, the entire device was removed. Ultimately a 10mm x 10cm gore® viabahn® endoprosthesis was placed to reline the tips with no patient harm reported.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.